Manufacturer narrative:
(B)(4). Serial number: (B)(4). For 8 of the 14 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The control board was replaced to resolve 3 of the reported events, the central processing unit was replaced to resolve 2 events, the flow sensor was replaced to resolve 2 events, and the flow control valve and o2 switch were replaced to resolve 1 event. For 2 of the reported events, the distributor performed checkout of the system. For 1 reported event a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 3 of the reported events, the customer declined the proposed repair by ge healthcare. The resolution is unknown.

Event description:
This report summarizes 14 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced therapeutic output failure. 5 were reported to alarm during preuse checkout and lost the ability to mechanically ventilate, 3 reported the unit lost the ability to mechanically ventilate, 3 experienced an error that results in a loss of mechanical ventilation, and 3 experienced an error that results in a system restart. Of the 14 events, 12 did not involve patients, and 2 did involve patients. There was no patient information available.